Manufacturer narrative:
Date of event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-14371. It was reported that the patient had a number of falls, and the leads migrated. As a result, surgical intervention occurred on (B)(6) 2019 to reposition the leads, which resolved the issue.